Event description:
It was reported that an ilet user performed their first supply change and inserted the infusion set already connected to the pump rather than inserting the cartridge separately, after which all other steps were confirmed correct through troubleshooting and education. No reported adverse health effects and no device alerts or alarms. Outcomes included completion of user education and confirmation of correct remaining steps. Investigation included user coaching on proper infusion set and cartridge insertion. Investigation of this case revealed user technique error related to infusion set deployment and connection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.